Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of device. The date of the event is an approximation. On or around (B)(6) 2026, the patient reported going to sleep and waking in the emergency room (ER). At some point during sleep, the patient lost consciousness. The patient was also using a tandem insulin pump at the time of the event. The patient was informed after the incident that he had experienced a severe hypoglycemic episode. Emergency treatment included administration of glucose via intraosseous (io) access. The patient was hospitalized for approximately one week following the event. No specific cgm or bg meter readings were reported in association with this event. Despite the absence of documented glucose values, the patient expressed a belief that the cgm readings were inaccurate, citing the severity of the hypoglycemic episode and ongoing concerns regarding similar inaccuracies that happened in (B)(6) 2026. The patient reported that full recovery required approximately two weeks. At the time of reporting, the patient indicated he was in stable condition and ¿fine.¿ data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.